Manufacturer narrative:
The insulin pump was received with intermittent button press due to moisture damage on keypad trace. No ramping numbers noted.

Event description:
The customer reported via phone call that they experienced button error alarm. The customer's blood glucose value was 71 mg/dl. The customer also had reading of 67 mg/dl and drank juice to treat. The customer stated that they tried to do a bolus and the numbers were ramping up and down. The product was returned for analysis.